Event description:
The report received from the affiliate indicated that approximately four (4) months after the index procedure, the patient complained of chest pressure and was taken to the hospital as an emergency. Coronary angiography was done and thrombus was observed in the previously implanted cypher stent. The late thrombosis was treated with balloon angioplasty using a 1.5mm and 3.5mm balloons with unknown lengths. A 4.0x23mm s-stent (bare metal stent) was implanted in the previously implanted cypher stent. The patient recovered and was discharged six (6) days after intervention. The physician's comment regarding the possible cause of the thrombotic event was that it might be due to the patient's antiplatelet medicine being stopped at another hospital.

Manufacturer narrative:
The index procedure was an elective case. The target lesion was the mid right coronary artery (rca). The lesion was reported to be: de novo, eccentric, calcified, 13.3 mm in length, vessel diameter of 3.5 mm, and type b2. Rotablator was done. The lesion was then pre-dilated with a 3.5 x 15 mm balloon at 15 atm for 12 sec. A cypher 3.5 x 18 mm stent was implanted at 12 atm for 30 sec. The stent was not post-dilated. Ivus was not done. The residual stenosis was 25%. The flow pre and post-procedure was timi 3. An act was not measured. Please not that device is distributed outside the united states; however, it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.